Manufacturer narrative:
The insulin pump had unresponsive up button due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. Customer also reported the buttons were not properly responding on the insulin pump. Customer's blood glucose was 112 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.